Manufacturer narrative:
The device is not available for evaluation. The investigation is pending.

Event description:
The event involved a tego¿ connector where the reporter stated that they were having frequent issues with the one-way silicone seals and are requiring running their cvcs with no tegos, so they are replacing tegos almost every treatment. The event date was various since the customer confirmed that they changed the tegos on monday - wednesday. The status of the product at the time of event was during patient use. When they remove the syringe the silicone seals move and no longer work. They were having multiple arterial pressure alarms, and the end result was normally the tegos, so they ran without tegos. They experience microbubbles on the machines because of the silicone seals, possibly the one-way valve. The sample is currently not available for evaluation. There was patient involvement and unknown harm.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the device and complaint information. The probable cause of the torn seals and restrictions in flow is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrective and preventative actions are in process. Lot history review was conducted and no nonconformities were found that would have led to the reported complaint.